Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer unplugged the pump and subsequently, the battery gauge was noted to be fluctuating. Customer reported that the issues had not reoccurred after letting the pump sit overnight off the charger. The customer¿s blood glucose was 100mg/dl.